Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from cts to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which they understood.